Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 590 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer removed the infusion set, and found that the cannula was bent. Advised the customer of the possible issues with bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.